Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert related to battery depletion. In addition, audible tones were noted from the s-ICD. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement and resetting the device tones. This s-ICD remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert related to battery depletion. In addition, audible tones were noted from the s-ICD. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement and resetting the device tones. This s-ICD remains in-service. No adverse patient effects were reported. Upon receiving additional information, it was reported that this s-ICD was explanted and replaced. This s-ICD has not been returned to boston scientific. No additional adverse patient effects were reported.